Event description:
It was reported that migration was observed. Device was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.